Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional and manufacturer's representative regarding a patient who was receiving 10mg /ml dilaudid at an unknown dose via an implantable infusion pump for an unknown indication for use. The patient reported that the pump region of their skin was burning. The cause of the burning was unknown. The patient reported the discomfort to his doctor. The doctor then checked the status of the pump and it showed that the pump had been off for 65 hours. The patient was sent for a pump replacement. It was reported that the issue was resolved at the time of the report. The patient's status was noted as alive-no injury. The issue was reported to be resolved at the time of the report. No further complications were anticipated/reported.

Manufacturer narrative:
Analysis of the pump (sn; (B)(4) found the pump exceeded the dispense accuracy specification by dispensing more fluid than the programmed rate during 1 of 2 dispense accuracy tests. Please note that dispense testing in the lab is not designed to fully replicate the clinical experience. If information is provided in the future, a supplemental report will be issued.